Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use direct the user that these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. The instructions for use instruct the user that in case of accidental deployment or improper placement (immediately following deployment), the stent should be left in place and placement of a second stent should be attempted to achieve desired results. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic placement of a metal biliary stent, the physician used a cook fusion zilver biliary stent system. The stent was placed further up in the common/main bile duct than expected. The physician was able to remove the stent and place another to complete the procedure. The patient did not require any additional procedures due to this occurrence.